Event description:
The customer reports the system displayed issues with the image quality. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep completed a sbc repair and tested the system for proper operation. The system operates as intended.